Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair with tack and mesh, the tack reload of the device disengaged into the cavity of the patient. Two tacks were fired and held properly in the mesh and tissue, the third one would not fire and hold properly and then the reload fell off of the handle and into cavity. It was retrieved successfully. They were not able to reload the device so they used a new handle and reloads to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument timing was proper. The handle was actuated and the instrument cycled properly. A pmv reload was loaded onto the unit and the instrument experienced gear popping and clicking, the tacks did not deploy or seat properly. The unit was opened and the arm gear was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation of the unit during use. The excessive force may be due to trying to fire an improperly loaded reload, however without a reload for evaluation this could not be confirmed. When excessive manipulation is applied this results in damage to the arm gear. The bent arm gear prevents the unit from completing the firing cycle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.